Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received multiple shocks while giving CPR to his brother. It appeared the patient was either in an atrial fibrillation (af), sinus tachycardia or possible ventricular tachycardia (vt). After the second shock it appeared the patient went into ventricular fibrillation (vf) and got treated with a few shocks. Episode two showed some undersensing initially when in vf. There were multiple episodes and a total of 13 shocks which did end up converting the rhythm and the patient was doing well. A review of stored episodes showed that the second shock did put the patient into vf, but the initial rhythm was af with rapid ventricular response with short bursts of vt. The patient continued having vt rates at 170 bpm and was being treated with an amiodarone drip. Subsequently, the electrode wsa repositioned. Defibrillation threshold (dft) testing was then performed which was unsuccessful in converting vf. The physician elected to replace the entire s-ICD system due to the patient receiving 13 shocks (some appropriate and some inappropriate) which some converted vt and some did not. A transvenous system was implanted. The first induction failed at 21 joules and 31 joules and the patient had to be externally rescued. The lead was repositioned and induction at 31 joules was successful. The second induction failed, but then converted the induced rhythm at 41 joules. The s-ICD is expected to be returned for analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.